Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to an atrial driven event with rapid ventricular response (rvr). Upon review, it was noted the atp accelerated the rhythm to ventricular fibrillation (vf). The device delivered a shock and converted the vf to ventricular tachycardia (vt). All therapy available was delivered and the patient was still in vt at the end of the episode. Boston scientific technical services (ts) discussed reprogramming options. Additional information was received that the event was resolved spontaneously. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to an atrial driven event with rapid ventricular response (rvr). Upon review, it was noted the atp accelerated the rhythm to ventricular fibrillation (vf). The device delivered a shock and converted the vf to ventricular tachycardia (vt). All therapy available was delivered and the patient was still in vt at the end of the episode. Boston scientific technical services (ts) discussed reprogramming options. Additional information was received that the event was resolved spontaneously. Further information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to an atrial driven event with rapid ventricular response (rvr). Upon review, it was noted the atp accelerated the rhythm to ventricular fibrillation (vf). The device delivered a shock and converted the vf to ventricular tachycardia (vt). All therapy available was delivered and the patient was still in vt at the end of the episode. Boston scientific technical services (ts) discussed reprogramming options. Additional information was received that the event was resolved spontaneously. Further information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to an atrial driven event with rapid ventricular response (rvr). Upon review, it was noted the atp accelerated the rhythm to ventricular fibrillation (vf). The device delivered a shock and converted the vf to ventricular tachycardia (vt). All therapy available was delivered and the patient was still in vt at the end of the episode. Boston scientific technical services (ts) discussed reprogramming options. No additional adverse patient effects were reported. At this time, this device remains in service.